Event description:
The technician alleged that when the brakes are engaged and the stretcher is moved the brakes disengage. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer assembly to resolve the issue.